Event description:
Information received by medtronic indicated that the insulin pump's display was damaged. The customer was unable to see correctly. The customer also reported that the insulin pump was not delivering the correct amount of insulin. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue using the device. The product will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring=clear case type =ngp customer complained on 03 october 2021 the pump is under delivering and experiencing high bgs and cosmetic damage is confirmed at retainer ring. Unit passed active current measurement, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 008690 inches. Unit failed to pass the sleep current test due to high currents. No under delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. Confirmed (9.7) units of normal bolus was delivered on (10/03/2022) between (11:29 am) and (05:43 pm). The electronic assemblies and motor assemblies were inspected and found evidence of moisture damage on the force sensor. The following were noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay, cracked retainer. The p-cap/reservoir does lock properly. No under delivery anomalies noted during testing. Unexpected battery power loss is confirmed and isolated due to pcba 1. Cosmetic damage is confirmed at the retainer ring. Unable to confirm high bgs during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The insulin pump was returned for analysis.